Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd 10ml syringe luer-lok¿ tip experienced were received damaged. The following information was provided by the initial reporter: we have several damaged trays.

Manufacturer narrative:
H6: investigation summary: two photos and four convenience trays were provided to our quality team for investigation. Through visual inspection, severe damages were observed. Potential root cause for the damaged tray defect could not be confirmed to have originated at the manufacturing facility. It could be possible that shipping and handling damage occurred to the outer carton rendering the product unusable. A device history record review was completed for provided lot number 1200427. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that 4 bd 10ml syringe luer-lok¿ tip experienced were received damaged. The following information was provided by the initial reporter: we have several damaged trays.